Event description:
On (B)(6) 2014, the home health care coordinator contacted lifescan (lfs) (B)(4) on behalf of the lay user/patient, alleging that the patient¿s onetouch vita meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the reporter. The reporter claimed that the meter inaccuracy began approximately 3 weeks prior to contacting lfs. During the initial call to lfs, the reporter mentioned that on (B)(6) 2014 the patient obtained what she felt were inaccurate blood glucose readings of ¿110 mg/dl¿ before breakfast and ¿195 mg/dl¿ after breakfast with the subject meter. During the follow-up call, the reporter provided additional inaccurate low results of ¿69, 74 and 43 mg/dl¿ obtained with the subject meter on unspecified dates. The reporter also provided examples of inaccurate high results of ¿347, 375 and 365 mg/dl¿ obtained with the subject meter also on unspecified dates. The reporter informed the csr that the patient takes between 5-18 units of humalog insulin 5x/day. The dose is adjusted based on the blood glucose reading. The reporter claimed that about 10 days prior to contacting lfs, the patient developed symptoms of shaking and nervous. The reporter was unable to confirm if the patient associated the symptoms with a low blood glucose. However, confirmed that at the onset of symptoms the patient was tested with the subject meter and obtained a result of ¿46 mg/dl¿ which correlated with the patient¿s symptoms/feelings. The reporter was unable what medical treatment the patient received in response to symptoms. In addition, the reporter was unable to provide any information regarding meter results obtained prior to the onset of symptoms. At the time of troubleshooting, the csr confirmed that the patient was using the correct testing procedure and that the meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate erratic blood glucose readings with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.